Event description:
It was reported that during the implant procedure, there was high impedance measured through the analyzer. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.